Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 6 weeks post lens implantation capsular contraction syndrome (ccs) and z-syndrome were observed. The surgeon decided to extend steroid regimen. The patient's status was reported as "doing well". Additional information has been requested but no new information has been provided.